Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual investigation, this complaint is confirmed. The device was returned with a clean broken off jaw. Because of the condition of the returned device, a functional test could not be performed. Possible causes of the failure are excessive force or stress applied to the tip of the device during installation or a manufacturing defect. A design review is taking place to address the issue and prevent recurrence.

Event description:
One side of the grasper broke off in patient during laparoscopic case. It was a clean break and one piece was retrieved from the patient. There was no harm to the patient.